Event description:
User reports a leak coming from the ise module onto the floor. User states five to ten pt samples did not run due to the error, however, no erroneous results were generated. No one was harmed by the leak. The field service representative determined a hole in the ise tubing to be the cause and replaced the tubing. He also noted he replaced the potassium electrode, primed the ise system and performed electrode service. Performance tests were performed.